Event description:
Rptr was in a boating accident on 7/6/93 for which he was hospitalized and treated and released on 7/13/93. This hosp stay was for fractured lumbar vertebrae. While at this hosp dr ordered a brace which was done like a cast. Rptr has to wear it now and then on trips. Wearing the brace is very uncomfortable but it does help to stabilize body movement. This brace goes completely around chest and back. Towards the last part of the month of 11/93 dr told rptr, after x-rays, that his back was getting worse and that he needed surgery because his spine was starting to curl up and that surgery was the only cure. Rptr asked for a little time to think this over and was told by dr that it was surgery or else he wouldn't see him anymore. Dr never informed rptr that this was to be an experimental surgery: the pedicle screws used for surgery had never been approved by FDA for spinal surgery. After having adverse reactions including feet and legs swelling and infection where the surgery and bone graft was performed rptr managed to have a look at operative report and got the shock of his life. Surgery was only supposed to last 3 1/2 hrs and instead it took 8 1/2 hrs. The heavy delays were caused by faulty equipment and inadequate help. Rptr had to go to the emergency rm every three or four days because of feet and leg swelling and the severe pain in back. Rptr was given a prescription for vicodin. Dr would not prescribe any more medication and made rptr an appointment for three months later. A couple of weeks later rptr was out of medication and was still showing signs of infection around both his incisions; the area where dr inserted the rods and pins and also the area where bone graft was taken. Rptr is on medicaid and was unable to get an appointment with another neurologist. Rptr was told that day on 1/21/94 by both his drs that nothing else could be done for him and for him to continue going to clinic every three months and not to bother either of them anymore. Rptr is now seeing a chiropractic dr who is treating him daily with heat and an electric muscle stimulator 30 minutes on back area, 30 minutes on neck and complete spinal area.